Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched messages, caused by a buildup of fluid in the keyhole assembly caused by a buildup of fluid in the keyhole assembly not allowing the link to return to the closed position. The keyhole assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.